Manufacturer narrative:
Device analysis: the returned product consisted of a watchman access system (was) with the dilator in the sheath. The hub, sheath, and tip device were visually and microscopically inspected. Inspection revealed that the sheath had a kink 5cm proximal of the device tip. The tip of the device was folded backward upon itself and there was polytetrafluoroethylene (ptfe), a generic term for dupont teflon, delaminating from the inner sheath wall. Product analysis confirmed the reported was sheath kink.

Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and watchman access system (was). Following recapture of the closure device for repositioning, it was observed the was sheath was kinked. The was was removed from the patient and the procedure was completed with a new device. No patient complications were reported.

Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and watchman access system (was). Following recapture of the closure device for repositioning, it was observed the was sheath was kinked. The was was removed from the patient and the procedure was completed with a new device. No patient complications were reported.